Event description:
This is a case reported to baxter from a patient. It is reported that the patient experienced an overfill episode. Reportedly, there was an overfill after the first fill of 4000ml; 11 ml drained at the initial drain instead of 2000ml, then a first fill of 2000ml. Additional information received on (B)(6) 2010: according to the reporter, the first night the dialysis therapy performed correctly with no alarm. The second night (at the reported occurrence date) the pump functioned correctly and no alarm was displayed. In the morning when the patient checked the machine data log, he reported it stated: initial drainage volume: 11 ml (instead of a usual average of 2000ml) and ultra filtration: 1995 ml (instead of a usual value of 0 ml). Regarding this data, the patient stated that he should have more than 4000 ml in the stomach. According to the patient he did not feel any pain but at the date the patient was contacted, he stated that he has the sensation of too much liquid in the stomach.

Manufacturer narrative:
(B)(4). The device was investigated and the issue was confirmed. The root cause was determined as wrong therapy parameter which was initial drain alarm set to off. Device was fully tested and calibrated during evaluation. Initial drain alarm set to off caused leaving of 200ml fluid inside patient cavity. Last fill volume therapy before was set to 2000ml. The root cause of complaint was inadequate programmed I-drain setting to last fill volume. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.